Event description:
The account alleged foot end brake castes do not hold when the brake is engaged. No injury reported.

Manufacturer narrative:
The account installed a brake steer upgrade kit to resolve this issue.